Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver was vibrating continuously. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and found no issue related to the customer complaint. A global receiver functional test was performed on the receiver and found no failures related to the customer complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to a firmware error. Based on the findings of a firmware error this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.